Event description:
It was reported that the patients ipg would no longer hold a charge. Charging re-education was done, however, unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.